Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately withheld therapy due to the wavelet discriminator for slow ventricular tachycardia (vt) episodes. The device was reprogrammed and the patient will be brought back in for wavelet template evaluation. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.